Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn.

Event description:
Device report received from hospital (B)(6) indicates a patient with an unstable proximal femur fracture was implanted with a nail. Nail was noted as broken post operatively.